Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that was not conducted properly due to leakage from the cover (part identified within the device as the "s-cover"). The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the air/water cylinder, air/water tube, and jet tube. In addition to the reportable malfunction, the following were noted: due to wear of the scope cover packing, water tightness was lost; the indication on grip was unclear; the scope cover was deformed; the air/water-cylinder and the suction cylinder had no color; the plug unit had a scratch; the due to a chip on light guide lens, illumination was uneven; due to wear of the angle wire, the bending angle in the up and down directions did not meet the standard value; the objective and light guide lenses had a crack; the adhesive on the bending section cover had a visible thread; the connecting tube had a scratch; the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an infiltrated lens. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube, air/water tube, and air/water cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.